Event description:
During the surgical case, md inserted an ash catheter. As she pulled out one of the guide catheters, it broke. All pieces were accounted for. The catheter was given to risk management. A replacement ash catheter had to be inserted.